Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system helmer refrigerator was failed to open. A field service engineer worked with customer remotely through phone and remote smart service. Used hardware test application to lock/unlock refrigerator door, device didn't register as closed. Customer manually pressed open/close sensor, and fridge registered correctly. Tested several times in hardware test application and app. Restarted device. Customer confirmed issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system helmer refrigerator was failed to open. Customer tried to reboot and recover but issue doesn't resolve. The customer reported that there was a delay, and malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.